Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was over 742 mg/dl. 561 mg/dl. At the time of incidence and customer¿s current blood glucose was 150 mg/dl. Customer also treated with manual injections. Customer experienced symptoms for high blood glucose like stomach pain. The insulin pump will not be returned for analysis.